Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (b)(40. Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage.(kitchen) test strip (B)(4). Note: manufacturer contacted customer on 12/26/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. Caretaker is calling on behalf of the customer; customer is mentally handicapped and is a child. The customer is concerned with test results from results obtained of 239 mg/dl. The customer's expected fasting blood glucose test result range is 124 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 12/16/2018 and open vial date is (B)(6) 2017. Caretaker was unable to obtain meter memory results as the low battery symbol was populating repeatedly.